Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the reported issue was identified. Based on the results of the investigation, the front panel switches are not working due to faulty front panel unit. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling review: not applicable as there was no ground for determining the cause of this phenomenon to be the misuse of users. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the video system center exhibited the front panel switches not functioning due to faulty front panel unit. There were no reports of patient involvement.